Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. The device remains in service. No patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. The device was explanted and replaced. No additional adverse patient effects were reported.